Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient was nauseous, vomiting and passed out. The patient was transferred to then intensive care unit (ICU). For treatment, the patient gave no information. The patient was still wearing the pod. The patient was discharged after 1.5 hours. The patient was still admitted.